Manufacturer narrative:
(B)(4). Available information indicates the device and electrode remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had reported to their general practitioner pain and discomfort around the pocket incision. The patient reported having the incision swabbed with a positive result for staph infection and received oral antibiotics. The patient later presented to the emergency department for ongoing, significant pain, swelling, and feeling unwell, but no new treatment was administered. At the device check july 21 the patient presented with oozing at the wound site, swelling around the device, and significant pain. The patient was admitted to the hospital for intravenous (IV) antibiotics and further testing. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.